Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device was positioned, and after rotating and removing the plunger, it was noted that no suture was present. An attempt was made to remove the device but a lot of resistance was felt, preventing the extraction. The device was not difficult to insert into the anatomy. The lever was returned to the original position and the foot retracted prior to removal of the device. Excessive force was not applied during device removal attempt; however, the device separated at the guide and the sheath got stuck inside the vessel. The separated sheath was removed via surgery using fluoroscopy. Vessel damage was noted and was repaired surgically. Lidocaine and general anesthesia were administered for the pain. After the extraction of the proglide device, the aaa procedure was completed successfully. Hemostasis was achieved via surgical suturing. No permanent harm to the patient was reported. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was confirmed that there was no foreign object left inside the patient. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment and needle to cuff miss were confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to aggressive manipulation or interaction with the patient anatomy during insertion. The reported patient effects of tissue injury (vascular injury) and pain are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.